Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod.

Manufacturer narrative:
The soft cannula was in the deployed state when the device was received with the pink slide insert visible in the viewing window. The device showed no evidence of damage or manufacturing deficiencies that would cause the needle mechanism not to deploy. The data showed that the first priming sequence ended at pulse 49 and deactivation occurred at pulse 60. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.